Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery. We are unable to determine if any product condition could have contributed to the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pod fell off the infusion site (abdomen), causing the cannula to dislodge. The pod was worn for between 5 and 24 hours. The patient did not know how to activate a new pod and called emergency services. The patient was transported to the emergency room (ER) by ambulance where the healthcare provider changed the patient's pod and sensor. The patient was released after three hours, the pod was discarded.